Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm/injury. On the previously submitted report, MDR 2518422-2022-17796-1, section h1 has incorrect data. It should have been malfunction. Section h1 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm/injury. Despite multiple attempts on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section d2 has been updated/corrected in this report.